Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were not working. Customer¿s blood glucose was unknown at the time of incident. Customer had to push it several times including to go down and act to get it working and sometimes they had to get my nail in there and same thing with the esc and kept doing it with my fingernail to get my numbers in there which has been lousy. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.